Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the unit. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Date submitted: 20 june 2007.

Event description:
When the paramedic started the IV, the catheter broke off in the pt's vein. Retrieval was achieved by putting a tourniquet on the pt to stop the flow of blood and the piece of catheter was successfully removed with tweezers. There was no harm to the pt.